Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint-(B)(4). The device investigation was completed on 15-jan-2019. The service log review revealed a delivery failure alarm due to over-delivery. Although identified in the service log, the rsc did not experience a delivery failure alarm. The proportional valve was replaced due to this service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from (B)(6) called mallinckrodt customer care to report an issue with inomax dsir (B)(4), unrelated to the reportable malfunction. The device was being used on a patient when the issue occurred, however no impact or harm to the patient was reported. On (B)(4) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to over-delivery during routine service log review for inomax dsir (B)(4) which indicates a reportable malfunction match. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.